Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, during the deployment of the first 29mm sapien 3 valve, the valve embolized into the aorta. The valve was implanted in the descending aorta. A second 29mm sapien 3 valve was implanted in the native valve successfully. There were no malfunctions of the edwards devices used. Ventilation was not held during valve deployment, there was not a loss of pacing capture during valve deployment. In addition, the patient reported the event stating "the physician stated there was a complication during the tavr and that the first valve was lost and was put in his aorta (somewhere) and another valve was implanted.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Several attempts have been made for imaging and medical records, however, the information has not been forthcoming.  Therefore, the cause of the valve embolization is unknown; however, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The pre-operational CT (3 mensio) and the procedural cine were received for image evaluation. The 3 mensio was reviewed and the valve size was agreed to be correct. The procedural cine was reviewed and determine:  calcified right and non-coronary cusp. No images provided of any bav, valve alignment or advancement of delivery system.        First 29mm valve across annulus.  Valve slightly proximal to distal marker. Good coaxial view, valve not centered within annulus. Not enough wire in left ventricle.  Wire is not in apex of the left ventricle. Delivery system nose tip appears curved and entire system in the lv appears caught or pushing against an object. Balloon inflated quickly. Entire delivery system seems to move aortic as valve is deployed. No loss of capture seen with pacing. No images provided of first 29mm s3 pulled back to descending aorta post embolization. Valve and ds seen in descending aorta, fully expanded and stable.       Second 29mm s3 valve now seen across annulus (no images provided of valve alignment or advancement of delivery system). Valve is more centered within annulus than first 29mm s3. Appears different wire used with second system.  Wire is more advanced with better curve. Wire in apex of lv. Second 29mm s3 deployed with nice slow inflation.         Entire ds and valve seems to jump aortic during deployment. No loss of pacing capture seen. Last image of second valve shows valve too aortic. First delivery system with valve across annulus appears as if the system is caught or pushing against a structure (see distal tip). The wire is not in the apex and insufficient curve. As balloon is inflated, entire ds and valve move aortic. No images provided of system and embolized valve withdrawn back to descending aorta. Embolized valve in descending aorta post dilated.  Valve appears to be in a stable position. No images of the second ds with new 29mm s3 valve advanced, aligned or advancing across the arch and annulus.  Different wire used with second ds and is in good position in the apex with curve. Undeployed valve more center in annulus than first system. Inflation slower than first, however, entire ds jumps aortic as valve is deployed. No images of loss of pacing capture. Valve lands almost 100 aortic, but stable. No image provided of final contrast injection to evaluate pvl and central ai. The cause of the first valve embolizing and second valve too aortic is unknown, however, may be due to several different factors. Rapid pacing was used but may have not lowered systolic blood pressure enough which caused forward movement of the delivery systems aortic. First delivery system and wire appear to be against a structure which may have pushed the valve aortic as the balloon inflates.  If using positive inotropes to raise blood pressure, can also cause forceful left ventricular contraction causing too much forward pressure.